Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be determined. Death is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the autopsy results would not be provided to the manufacturer, and the pump would not be returned. No further information was provided.

Manufacturer narrative:
Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2019. The cause of death was reported to be unknown. Per the vad clinician, the patient was found by the spouse lying unconscious in the bathroom. The emergency doctor was informed and mechanical reanimation was started. The healthcare professionals reported that the lvad system was working as expected for the whole time of support. It was reported that the autopsy report and the pump are at the prosecutor's office, and it is unknown if they will be made available to the manufacturer. No additional information was provided.